Event description:
Event description guidant received information that this device was part of a legal action and the pt passed away. Guidant has no specific information as to the device involvemnt in the pt's death.